Manufacturer narrative:
The analysis of the returned unit confirmed the reported issue and revealed that the observed black screen resulted from an issue with the power card. Since this screen issue was not present during the tests performed upon the first return of the device, and since the ram, the consumption of the etx card and the functional tests were all correct, it can be concluded that at that time, the power card was still working properly. Considering the age of the device (around 13 years old), it can be concluded that this power card issue is most probably due to standard aging of the programmer. Finally, the reported burning smell was not confirmed during the tests. The programmer followed the standard repair workflow and was sent back to the field.

Event description:
Reportedly, the device was received back after repair but when the unit was powered on, the screen and green light flickered but the screen did not power on. The other attempts also failed. In addition, an electronic burning smell was also noted.

Event description:
Reportedly, the device was received back after repair but when the unit was powered on, the screen and green light flickered but the screen did not power on. The other attempts also failed. In addition, an electronic burning smell was also noted.